Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the customer observed an iabp catheter restriction alarm on the cardiosave intra-aortic balloon pump (iabp). No patient harm was reported.

Event description:
It was reported during use that the cardiosave intra aortic balloon pump (iabp) had catheter restriction alarm. The customer reported that the equipment had an iabp catheter restriction alarm, the equipment was replaced in time without any personal injury. There was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (component codes, investigation findings and investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the device first alarmed when a catheter leaked. On-site inspection revealed a leak in the valve assembly, requiring replacement of the valve assembly. After replacing the valve assembly, the device passed the test, but the simulated test still failed to initiate pacing. On-site inspection identified a problem with the helium valve assembly, requiring replacement. Replaced drive manifold assembly (0104-00-0031) and helium fill manifold assy (0104-00-0014). After replacement, perform a functional test according to factory specifications before the device is released for use. If the test meets factory requirements, the device will be released for use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
It was reported that during use the customer observed an iabp catheter restriction alarm on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Waiting for spare parts, the replacement test function will be updated after meeting the requirements. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N.a